Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure the physician was unable to remove the left ventricular (lv) lead from the cardiac resynchronization therapy defibrillator (crt-d) header. Eventually with extra effort the lead was removed from the header. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.